Manufacturer narrative:
Not applicable. Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the rear response button was contaminated causing intermittent connection. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as dry skin and neurodermitis. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed enstilar® 50 for the skin irritation. Outcome of the irritation is unknown. A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as dry skin and neurodermitis. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed enstilar® 50 for the skin irritation. Outcome of the irritation is unknown.